Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch verio iq meter is giving an error message issue. The complaint was classified based on the customer care advocate (cca) documentation. The error message began approximately 7-10 days ago. Since the onset of the reported issue, the patient reportedly has decreased her novolog and levimar insulin to manage her diabetes. The patient had symptoms described as ¿nausea and vomiting¿ 2 days after the issue began. There was no report of any required hcp treatment to suggest the patient had acute complication of diabetes. The error message was not resolved with training as the patient did not have any supplies to go troubleshooting. This complaint is being reported due to the unresolved error message issue. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (07/16/2014) ¿ device evaluation.the meter involved with this complaint has been returned on 06/18/2014 and evaluated by lifescan product analysis on 07/11/2014, with the following findings:the meter involved with this complaint failed testing. Error message 3 and error message 4 are observed in the error log, but the errors were not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.